Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) found that medication orders were not populating on the user's profile. An override request was performed, after which the medication orders began populating on the cabinet. The customer confirmed that the patient's medication orders were appearing correctly in myqlink. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower medication order was not appearing on profile. However, there were no delays or adverse events or injuries reported based on this event.